Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). The rn was advised that the damped fiber optic arterial waveform was likely due to a clotted inner lumen. Guidance was provided to either use an alternate arterial pressure source, such as a radial arterial line, to ensure accurate pump timing, or, if the physician preferred, to replace the balloon catheter.

Event description:
The user contacted the emergency support program to report a damped fiber optic arterial waveform on the balloon catheter, likely caused by a clotted inner lumen. This resulted in unreliable blood pressure readings and prompted guidance on using an alternate arterial pressure source or replacing the catheter. No patient harm reported.